Manufacturer narrative:
Medical products and therapy date . Detail of product: item number unknown item name stryker mom acetabular component, size 58. Lot # unknown. Item number unknown: item name cocr liner. Lot # unknown. Item number unknown: item name wagner stem hip impl win gen. Lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to psuedotumor, armd and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient underwent revision surgery on (B)(6) 2014 due to infection. During revision surgery the patient received a stryker acetabular shell with stryker mom liner and mom polyethylene component, as well as a zimmer biomet 16x190 wagner sl revision stem and a biolox head 28mm +3.5. On (B)(6) 2016 the patient underwent a second revision surgery due to metal related pathology including high cocr ion levels, pseudotumor, sleep / mood disorder, diastolic dysfunction, capsule thickening and fluid collection at the hip joint. During the second revision the stryker mom liner, the stryker mom polyethylene component and the biolox head were reveiced. During revision surgery metal transfer from the trunnion to the head taper and pressurized clear yellow joint effusion was detected. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - maude report: implant date: (B)(6)2014 (revision due to infection). Explant date: (B)(6)2016 (revision due to metal related pathology). Event description: in 2014, his left stryker rejuvenate hip was revised for infection. New implant was stryker titanium hemispherical revision acetabular shell size 58, with a mom liner and the appropriate mom polyethylene component, size 16x190 zimmer wagner sl. Revision stem with a 28mm +3.5 biolox ceramic head and 2 cerclage wires. Explant was stryker rejuvenate stem size 7 with a straight 34mm 127-degree neck and a 28mm +0 biolox ceramic head, size 56 adm cup with cocr component. In 2013, prior to revision of the rejuvenate implant his serum/plasma cobalt level was 15 mcg/l. In 2014, following revision of the rejuvenate, plasma cobalt level was 2.8 mcg/l. Echocardiogram done in 2015, showed grade ii diastolic dysfunction. He reported symptoms of sleep and mood disorder, which were complicated by his diagnosis of posttraumatic stress disorder (ptsd) from military service. Neuro q analysis of fdg pet brain scan showed significant generalized and focal hypometabolism compatible with chronic toxic encephalopathy. In 2015, his urine cobalt level was 10.5 mcg/l. In 2015, urine cobalt level was 2.2 mcg/l and serum/plasma cobalt level was 1.5 mcg/l. In 2016, urine cobalt level was 9 9 mcg/l. On 05/17/2016, serum/plasma cobalt level was 1.4 mcg/l. Metal suppression MRI of the left hip showed increased fluid about the joint as well as posterior capsule thickening with a pseudotumor. On (B)(6)2016, the left hip was revised again elevated cobalt levels, adverse reaction to metal debris. The stryker mom cocr socket liner with mom bearing and zimmer biolox head were explanted. The new implant was a stryker x3 socket liner lipped 36mm ID and biolox delta option ceramic head 36mm +0. The old stem was sound and in about 30 degrees of anteversion. The trunnion and head bore showed ti transfer to the bore of ceramic head. There was about 20cc pressurized clear yellow joint effusion. At removal of the liner that was notable black corrosion debris on the back side of the cocr liner and the inner interface of the acetabular shell. Pathology reports of frozen section of left hip synovium notable for exhibiting focal chronic inflammatory change. Formal explant analysis notable for "severe corrosion" at the nonarticular surface of the cocr acetabular liner. - no medical records have been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: these devices are intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification. - DHR review: review of the device history records could not be reviewed due to lack of product identification. Conclusion: it was reported that the patient underwent revision surgery on (B)(6)2014 due to infection. During revision surgery the patient received a stryker acetabular shell with stryker mom liner and mom polyethylene component, as well as a zimmer biomet 16x190 wagner sl revision stem and a biolox head 28mm +3.5. On (B)(6)2016 the patient underwent a second revision surgery due to metal related pathology including high cobalt ion levels, pseudotumor, sleep / mood disorder, diastolic dysfunction, capsule thickening and fluid collection at the hip joint. During the second revision the stryker mom liner, the stryker mom polyethylene component and the biolox head were revised. During revision surgery metal transfer from the trunnion to the head taper, pressurized clear yellow joint effusion, corrosion debris on the back side of the liner and the inner surface of the shell were detected. Pathology showed focal chronic inflammatory change and the explants showed corrosion at the nonarticular surface of the acetabular liner. Based on the reported event the wagner sl stem and the zimmer biomet biolox head were used together with acetabular components from a different manufacturer which classifies as an off-label use that may have reduced the performance of the involved devices. In addition, according to the description it is possible that the metal debris causing the metal related pathology originated from the acetabular components. Especially, as the metal transfer from the trunnion to the head taper is a common result from impacting the head onto the trunnion. At this point there is no indication of a nonconformance or complaint out of box (coob) of any involved zimmer biomet device. Based on the given information it is possible that combining devices from different manufacturers led or contributed to the reported event. Nevertheless, based on the unavailability of the involved devices and due to lack of medical records no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.